Event description:
Customer reported a low blood glucose event. Customer went unconscious on the airplane. After the airplane landed, customer was treated by the paramedics and transported to hospital. The blood glucose reading at the time of the event was 27 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.